Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k122734 analysis and results: there are three previous complaints of this code-batch, two closed as not confirmed after the analysis and the other waiting for samples. We manufactured and distributed in the market (B)(6) units of this code-batch. There are no units in our stock. We have received 13 needles in a pot without threads. We have checked the needles received and we have found rests of thread inside the needle holes. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ european pharmacopoeia and b. Braun surgical specifications. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future. Moreover, training regarding this issue to production personnel was done.

Event description:
It was reported an issue with novosyn suture. The client reported that the needle and thread were not attached well enough as the needle falls off after the first stitch. This happened to more than 12 units in the box. No more information has been provided.